Manufacturer narrative:
The device has not been implanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the implantation surgery on (B)(6) 2025, the electrode lead was inserted into the cochlea without encountering any resistance. However, intra-operative in situ testing showed abnormal impedances. Hence, the internal device was replaced with a back up device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. The device works within specification. According to the information received from the field the device was not implanted, because during implantation in-situ measurements showed several channels with hi status, likely due to air over the electrode contacts. This is a final report.

Event description:
During the implantation surgery on (B)(6) 2025, the electrode lead was inserted into the cochlea without encountering any resistance. However, intra-operative in situ testing showed abnormal impedances. Hence, the internal device was replaced with a back up device.